Event description:
The customer's family member reported that pt has been disconnected from the pump since august 2003. The contact stated that the pump kept failing the battery test and by this time the customer had several replacements. Also the family member mentioned that the customer was hospitalized for high bgs, and one episode of low bgs unrelated to the pump. New batteries were installed and the pump had an alarm.